Manufacturer narrative:
Per follow-up information received, this event is determined to be not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient below target temperature of 33c at 31.6c on the arctic sun device. So the device trended with 3 arrows down. Water temperature was 40c and flow rate was 2.4lpm. Discussed the cause of overshooting include the addition of medication when the patient was approaching target temperature. Then high water level was adjusted to 42c and suggested to adding a bair hugger or warm blankets to the patient. After 45 minutes called back and informed that patient temperature was upto 32.4c. As per follow up 1 received via ibc on on (B)(6) 2021 -no further issues and was unable to provide any information regarding medications. Patient completed therapy and device had been moved from floor, so unable to provide sn. No further information available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient below target temperature of 33c at 31.6c on the arctic sun device. So the device trended with 3 arrows down. Water temperature was 40c and flow rate was 2.4lpm. Discussed the cause of overshooting include the addition of medication when the patient was approaching target temperature. Then high water level was adjusted to 42c and suggested to adding a bair hugger or warm blankets to the patient. After 45 minutes called back and informed that patient temperature was upto 32.4c.